Event description:
Revision of knee tep in (B)(6) 2012. Initial surgery in other hospital. No details known.reported bearing wear and fracture of tibial tray. No further details available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by a depuy material scientist confirms the reported fracture. The tibial tray was implanted in 1997 and was revised in (B)(6) 2012 due to the tray fractured. There was little patient information provided for this case. It was noted that the submitted femoral component was heavily cemented and the poly tibial liner had excessive wear. This suggested that the patient had little his own distal femur left, which could result in less stable support for the stemmed tibial implant and increase stress level on the tibial tray so as to affect the wear. The location and manner of the tibial tray fracture implied that it could be repeatedly under excessive load for a prolonged time, which could initiate the fatigue and eventually lead to its fracture. No material defects were observed on the fracture surface. The root cause is attributed to fatigue. Based on the performed investigation, product problem has not been identified and corrective action has not been indicated.